Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, and challenging anatomy. The first clip delivery system (cds) was advanced to the mitral valve. After the clip was deployed, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). In the physicians opinion, the challenging anatomy contributed to the slda. One additional clip was implanted for stabilization; however, mr remained at 4. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no similar incidents reported. All available information was investigated. The single leaflet device attachment (slda) was the result of anatomical conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.